Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the intervention. Attempts have been made to gather additional information, however, our attempts have been unsuccessful. Based on the reported information, there is no evidence of a device deficiency or malfunction. Therefore, this event appears to be patient condition related and a post procedure related event and its caused cannot be definitively determined. MDR related to this event: 2029214-2017-00434 2029214-2017-00435 2029214-2017-00436 2029214-2017-00437.

Event description:
Citation: transcatheter embolization of type I endoleaks associated with endovascular abdominal aortic aneurysm repair using ethylene vinyl alcohol copolymer. Assaf graif. Vascular and endovascular surgery. 2017 vol. 51(1) 28-32. Medtronic received information of a patient (number 8) who was treated for a very large type 1a endoleak by endovascular abdominal aortic aneurysm repair using evoh, onyx-34, onyx-18 and renegade/renegade hi-flo microcatheters. This patient had recurrent endoleak during the follow-up period. This patient had been successfully treated for a type 1a endoleak by translumbar coil embolization approximately 1 month following her evar, as aortic anatomy could not accommodate proximal extension and attempts at proximal perigraft catheterization of the endoleak were not successful. During the reported procedure, perigraft catheterization of the endoleak was not feasible due to the obstructing coils from the initial repair and a transabdominal approach to the aneurysm sac was employed allowing embolization of the endoleak with evoh. Completion aortogram demonstrated no endoleak. However, an endoleak was observed in the 1-month follow-up cta, although the type could not be definitively determined because of artifacts from the embolization materials. Approximately 6 weeks later, the patient presented with acute abdominal pain and hypotension. Care was withdrawn at the request of the family, and the cause of mortality was presumed to be rupture of the abdominal aortic aneurysm. Patient had unibody graft. Approx 94.9 months from evar to detection of endoleak. Approx 24 days from detection to treatment. Approx 6 vials of onyx-34 and 10 vials of onyx-18 were used for the treatment. Linked events: (B)(4).